Event description:
During a hand procedure, the surgeon was interoperatively tightening a screw and the guide wire broke. X-ray showed the broken wire and the surgeon made another incision to remove the pieces.

Manufacturer narrative:
Device is used as an instrument and is not implanted. Synthes is unable to provide the manufacturer or date of manufacture without a lot number provided. No investigation could be performed, no conclusion could be drawn, as no product was returned and no lot number was provided. Additional information has been requested.